Manufacturer narrative:
We are unable to replicate the reported failure from the retention sample. It is highly suspected that the cause of the needle (cannula) falling off is due to excessive force induced during application and in combination with multiple wide angle bending.

Event description:
During a routine needle electromyography (emg) procedure, while examining the left iliopsoas muscle, the concentric needle broke off of the needle hub. This incident occurred during the portion of the motor unit activation exam, where the hip is flexed upwards with the needle in the muscle. The adipose tissue there requires deeper penetration of the needle. The patient did not report discomfort. X-ray revealed evidence of the needle fragment present in the proximal left thigh. Patient was evaluated at a local emergency room (ER) where no urgent action was required. Patient is awaiting urgent outpatient surgery evaluation for removal of the foreign object.